Event description:
It is reported that a hair was found in the poly implant.

Manufacturer narrative:
Eval summary: review of complaint history indicated no previous complaints for the lot code associated with the device. This device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. The sterilization process for this device is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Cause cannot be definitively determined. Visual inspection of the returned product determined that the device was in excellent condition. Inspection could not confirm the presence of the reported hair. It was confirmed that only the liner was returned and not the associated packaging. Manufacturing records were reviewed and confirmed that the device was manufactured, inspected, and packaged to specification.